Event description:
During surgery, the cement set too quickly (within approximately 6 minutes). The cement was mixed by acm for one minute and the cement started to get hardened within two minutes and 30 seconds and completely set in 6 minutes. This hardened cement is provided for the evaluation. The operating room temperature was at 23 c and it had been stored in a refridgerator at 10 c at the hospital and was taken out 20 minutes prior to the surgery. Before the cement was transported to the hospital, it was stored at one of our distributors warehouse at 25 c. No antibiotic was mixed.